Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the proximal cx with 99% stenosis (per ecrf) and 18mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation and a 2.5x12mm taxus stent. Per catheterization report, repeat angiograms revealed dissection distal to the stent and "some snowplowing and stenosis" proximal to the stent. Two overlapping 2.5x8mm taxus stents were placed in the proximal cx "to the ostium of the left cx coronary artery;" a 2.75x8mm taxus stent was placed "distal to the prior stented segments" and overlapping the 2.5x12mm taxus stent, residual stenosis of all stented segments was 0%. Target lesion 2 was located in the 1st diagonal with 99% stenosis and was 26mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was treated with predilatation and a 2.5x20mm taxus stent, with 0% residual stenosis. The pt was discharged the next day on asa and plavix therapy. Three months later, pt underwent stress echocardiogram to evaluate symptoms of exertional angina. Per source documents, test results were positive for inducible ischemia and anteroseptal and apical hypokinesia, and pt was referred for cardiac catheterization. Coronary angiography 6 days later revealed: in-stent restenosis of the entire transapical segment of the lad with "extensive collateralization" from the rca; ostial stenosis of the lad "jeopardizing a huge diagonal branch", 30%-40% stenosis of the ostial left cx and obtuse marginal coronary arteries. Two days after coronary angiography, pt underwent recommended coronary artery bypass grafting x 4 with lima to diag1, svg to distal lad, svg to om, and svg to rca. The pt was discharged after 6 days with referral for home health care services and outpatient cardiac rehabilitation. In the opinion of the physician the relationship to the taxus stent is "not related."

Event description:
Same case as MFR 6000089-2004-01429, 01430, 01431, 01432. Clinical study. It was reported that 3 months after a coronary drug eluting stenting treatment procedure, a surgical target vessel reintervention was performed on the left anterior descending (lad) and left circumflex (lcx) arteries.